Event description:
The device is a hand operated syringe with a cannula attached for performing d&es. After the cannula is introduced into the uterus, suction is applied by pulling back on the plunger handle while holding the syringe barrel steady in the uterus. On initiating suction, the plunger handle pulled away from the rubber stopper. The counter pressure on the barrel caused the cannula to be pushed further into the uterus. The patient was not harmed because the doctor prevented the cannula from pushing through the uterine wall.